Event description:
Vent lab hyperinflation system with built in pressure monitor: neonatal/infant system. The peep control is flawed, resulting in falsely high peeps. Even set at "zero" the peep delivered on standard flow settings 8-10 1/m is reading 5-6 cm. This was repeated with at least 3 bags, and was measured separately on a different monitor. There was no pt harm. Dates of use: (B)(6) 2013. Reason for use: infant resuscitation.